Event description:
The account alleges that the device had a broken weld on the left foot caster support.

Manufacturer narrative:
The tech rewelded the left foot caster support, which resolved the issue. The weld was inspected by the (B) (4) company. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.